Event description:
It was reported that the insulin pump was not delivering insulin. Caller stated that customer's blood glucose readings have been high. The current blood glucose reading is 196 mg/dl. Advised that the insulin pump will be replaced due to unexplained anomaly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.